Event description:
It was reported that at the end of the anesthesia the device restarted but "failed to function" - the user promptly adjusted the respiratory parameters and finished the procedure. Reportedly patient's condition remained stable - no injury or serious impairment of patient´s health was notified. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures - further information could not be obtained. A case-specific evaluation is not possible. It cannot be determined what indeed was observed - it can only be assumed, that a shut-down of automatic ventilation was observed and the user finished the procedure while using manual ventilation. Based on this assumption it might be concluded that the supervisor function of the sw forced a shut-down of automatic ventilation as a response to various conditions to protect the patient from potentially hazardous output. Not all of these conditions are related to malfunction - also a fast rise in airway pressure caused by repositioning of the patient may be an imaginable scenario. The safety concept of the device allows manual ventilation via the built-in breathing bag including gas dosage also in switched-off state. Finally, the available information does not allow a reliable conclusion and this report is filed in abundance of caution. It is recommended to the hospital to have the workstation checked by trained service personnel.

Event description:
It was reported that at the end of the anesthesia the device restarted but "failed to function" - the user promptly adjusted the respiratory parameters and finished the procedure. Reportedly patient's condition remained stable - no injury or serious impairment of patient´s health was notified. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
On october 21st, 2025 drägerwerk ag & co. Kgaa received further information which clarified that the affected device in this event was not manufactured by drägerwerk, germany but shanghai draeger medical instruments, china. All available information regarding the reported event was forwarded to the responsible manufacturer. As the event does not involve a drägerwerk device, the investigation was concluded and no further analysis will be performed.